Event description:
(B)(4). This spontaneous report was received from a consumer on (B)(6) 2008. A currently (B)(6) female consumer reported that she received therapy with injectable poly-l-lactic acid (sculptra) from an unspecified date in 2006 until (B)(6) 2008 for the indication of "cosmetic filling of low-fat areas of cheeks." (Lot number and expiration date not provided.) She reported that on (B)(6) 2008, she developed an "anesthesia reaction," (anesthetic agent and reaction were not specified), which "drove sculptra up past cheekbones, in orbital area in each eye socket resulting in swelling and watering eyes." She was treated with prednisone and amoxicillin/clavulanate (augmentin) (therapy dates not provided), with no effect. She considers the event to be ongoing. Her concomitant medication was reported as fexofenadine (allegra). Medical history was reported as "none." No further medical info reported.

Manufacturer narrative:
Follow-up info received from consumer on (B)(6) 2008: the consumer said that someone had called her and left a voice mail about wanting more info. Consumer indicated that she had received 6 calls about the case. She stated she would prefer not to be contacted anymore about this, and requested no further calls on this matter. No additional medical info provided. Additional info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Follow-up info received from consumer on 18-mar-08: the consumer indicated that she had received additional info requests from another company. The info request was in regards to the lack of effect reported previously concerning concomitant medication, (as noted above); however, consumer stated she had not provided the info on the concomitant medication. No new medical info was provided. Consumer requested no further contact.